Event description:
It was reported the inner cannula was broken. No adverse effects reported.

Manufacturer narrative:
Other, other text: additional information- the reporter stated the cuff leaked. Section b5 has been updated with this information. Device evaluation- one device sample was returned for evaluation. The returned device was examined and no damage or non-conformities were identified. The reported issue was not confirmed.

Event description:
Cuff leak reported- issue found after 1 month of use.